Event description:
It was reported that the patient's right ventricular lead dislodged approximately one week after implant. The lead was repositioned. The right atrial lead also dislodged. The device was initially reprogrammed to vvi mode and later explanted and replaced when the system was moved to the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2012. (B)(4).